Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Functional testing and baseline checks were completed. The programmer was powered on and the log file was downloaded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The electrocardiogram (ECG) and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration and no anomalies were observed. No error or fault codes were recorded in the programmer's log file and benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that this programmer was returned to boston scientific without any reported allegations against its functionality or involvement with any adverse patient effects. Initial analysis identified a product performance issue and detailed testing was performed.